Manufacturer narrative:
Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered user related. The complaint is reported for balloons that burst after being inflated above their rated burst pressure. It is noted that the gladiator balloon is not intended to be inflated above its rated burst pressure. (B)(4).

Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The physician inflated a gladiator balloon catheter in the target lesion. The balloon was inflated above 20atms and ruptured circumferentially. The device was successfully removed. No complications were reported and the patient's status is fine.